Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch due to high pacing impedance out-of-range (oor) of over 3000 ohms. Technical services reviewed the case and recommended to perform testing in unipolar and bipolar to make sure there is no evidence of oor readings and perform isometrics and pocket manipulation to see if any noise is reproducible. After performing evaluation tests, a lead fracture was suspected. Unipolar measurements were fine at 900 ohms, while bipolar showed again over 3000 ohms. Isometrics showed no large oor readings. The sales representative indicated that as the patient is not dependent, they will leave this rv lead implanted in unipolar configuration until further notice. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch due to high pacing impedance out-of-range (oor) of over 3000 ohms. Technical services (ts) reviewed the case and recommended to perform testing in unipolar and bipolar to make sure there is no evidence of oor readings and perform isometrics and pocket manipulation to see if any noise is reproducible. After performing evaluation tests, a lead fracture was suspected. Unipolar measurements were fine at 900 ohms, while bipolar showed again over 3000 ohms. Isometrics showed no large oor readings. The sales representative indicated that as the patient is not dependent, they will leave this rv lead implanted in unipolar configuration until further notice. Further information was received indicating that in a ventricular episode recorded, myopotentials oversensing was noticed on unipolar sensing configuration. Ts recommended to evaluate the noise amplitude and consider reprogramming the sensitivity. This rv lead remains in service and no adverse patient effects were reported.